Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving bu pivacaine and fentanyl via an implantable infusion pump for non-malignant pain. It was reported that there was a volume discrepancy at a refill in (B)(6). The hcp was expecting 13ml and got back 19ml. The rep stated that a dye study was done, date unknown, and it "looked pretty good". The rep was not with the patient at the time of the call. The rep stated that the patient was going to be seen (B)(6) 2026 for a refill and to troubleshoot further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative (rep) reporting that they read pump read out dated (B)(6) 2025. They stated that the pump appeared to have been underdosing patient. The company rep reported that the doctor notes describing the volume discrepancies. The hcp had scheduled the pump replacement (B)(6) 2026. The hcp performed dye study approximately 4 weeks ago with a negative outcome catheter was patent. The hcp was wondering if he should also replace the catheter as well. It was reported that they were with the hcp to follow-up with pain complaint and medication refill, hcp stated that state of health was unchanged and stable. The pain had gotten worst on the third day and now was back on full patch. The patient had not achieved the relief and had to go back on 50 mcg patch. They plan to increase the bolus to find out the best titration. Patient had increased pain in the past few days. There was a significant discrepancy in the pump. They also were experiencing restless leg syndrome particularly at night which compounded to his discomfort. The patient expressed desire for more aggressive increase in medication to address the pain associated with his restless legs and discussed with hcp that the pain is directly linked to this condition. The patient also shared with hcp that they had a sleep study conducted and confirmed sleep apnea and they were awaiting a CPAP device, with insurance approval still pending.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that it was to soon to tell if the underinfusion and patient symptoms resolved.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the pump was underinfusing/underdelivering. The patient experienced a loss of therapy. The pump and catheter were replaced on (B)(6) 2026. The reason for the catheter removal was indicated to be "other".

Event description:
Additional information was received from the manufacturer's representative (rep) and was confirmed by the healthcare provider (hcp). It was reported that the underinfusion and patient symptoms resolved following the system replacement.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted:(B)(6) 2026, product type: catheter. This is the catheter that was analyzed and referenced in the prior 2026-mar-10 report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Vent

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported they were not sure of the cause for the volume discrepancy. The patient¿s pump and catheter would be replaced (B)(6) 2026. No volume discrepancy was seen at the recent appointment on (B)(6) 2026. There were no additional diagnostics/troubleshooting performed. The volume discrepancy issue has not yet resolved.